Event description:
It was reported that pt experienced difficulty, walking, headache, double vision, loss of reflexes in the lower extremities, loss of bowel control, increased pain, and tingling after missing a refill. It was also noted that the pt fell in 2007 or 2008 (exact time not remembered). This resulted in the need for bowel surgery and discontinuation of oral pain medications. The pt noted they have felt like they were in withdrawal since then. The pump contained dilaudid. An alarm was heard, not confirmed by telemetry. Add'l info has been requested, but was not available as of the date of this report.